Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, as they were transecting and taking down the round ligament with the new harmonic the white pad separated from the device. It appears that the att mode does not come on right away with harmonic hdi and also they barely had the device on abuse mode and it burnt through the pad and the pad separated from the device. The att didn't activate when it should have and they barely had the device on abuse mode and the white pad come off and was burnt off. A harh36 (ace 7) was opened to complete the case. The case was delayed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested and the following was obtained: did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) ¿ no, the tissue pad was detached from the clamp arm on the distal tip but part of it was still hanging on. The surgeon took the device out of the patient and attempted to push the white tissue pad back onto the device, however, it was too badly damaged. It was like it melted away portion of it and then the friction between the blade and the pad when being activated caused the white tissue pad to come unglued in a portion of the pad. How long was the case delayed? The case was delayed for approximately 5 minutes as the surgeon was looking at the harhd36 device for a few minutes trying to see what had happened to the tissue pad. Then the staff had to run and go get a harmonic ace plus 7 (harh36) device, and then they realized they didn¿t have the gray handpiece (hp054) in the room and had to wait on that. Then they assembled the device and tested it and finally got back to operating.